Event description:
The physician successfully deployed a starclose device to achieve hemostasis in the right femoral artery following a diagnostic procedure. Several hours post the procedure, the pt noted bleeding in the right groin access site. The following day, the pt was seen in the physician's office. The physician applied a compression dressing to the right groin. The next day, the pt was seen in the ER by a vascular surgeon who put in one suture and applied a femstop to the site. The bleeding stopped and the pt was discharged on the same day.

Manufacturer narrative:
The device was not returned, however the lot number was provided. Review of the device history record for this lot did not produce any findings relevant to this report.